Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to a bacterial infection. The patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified anti-inflammatory drugs (during hospitalization). Pd therapy was ongoing ¿in early period¿ and was withdrawn ¿in late period¿ during hospitalization. The patient has recovered from this peritonitis event. No additional information is available.